Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, an impedance issue was seen with the neurostimulator. A new neurostimulator was then implanted in its place. Additional information was requested.